Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a plunger clamp worn and unable to hold the plunger of a tip properly in the reported problem area of the pipetter assembly. The plunger clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.